Event description:
Per pump logs, the pump stopped, shut off for 1 minute. Logs indicate the pump was examined, last changed on (B)(6) 2014. No additional information was reported regarding this event. If additional information is received, a follow-up report will be sent. The pump was used to infuse morphine, fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8711, lot# n132194009, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported that in reviewing the telemetry for (B)(6) 2014, the pump was stopped on purpose. Prior to fully implanting the pump, a back table prime was performed in the operating room (or). Later in the surgery, it was discovered that the catheter was not fully functioning so it was flushed with cerebrospinal (csf), and then needed to be primed as well. Since they did not know when the back table prime exactly happened, or how long it took (as they did not have the telemetry printout), they stopped the pump and then did a catheter prime to forward the medication to the tip of the catheter. The pump was fully functioning after that, and the patient did not complain of any side effects or withdrawal. This was reportedly not a case of the pump malfunctioning. It was stopped intentionally and then restarted. [Refer to manufacturer's report # 3004209178-2014-15290 for information pertaining to the revision procedure].